Event description:
Philips received a complaint by the customer on the v60 indicating that the devices "buzzer" was faulty. It has been confirmed that the reported issue "defective buzzer" is error code 1104 "backup alarmed failed." It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the buzzer is faulty. It is recommended to check the battery level and related circuits. Per good faith effort (gfe) response, it was confirmed that the customer refused service and repair. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).